Event description:
Tsr was informed by the account who alleged that the patient was being cleaned and reached for the siderail. The rail went down and patient fell out of the bed and was injured. Tsr reported that the left intermediate siderail was the siderail that moved downward. Tsr found a sticky substance in the center arm latch assembly. Tsr cleaned the sticky substance from the center arm assembly and installed the versacare siderail inline spring kit and the bed functioned properly. Facility risk manager, reported that the patient's x-rays were negative for any broken bones. The patient did have internal bleeding in his cranium.